Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware a surgeon reported that multiple patients treated for aquablation had complications post-procedure. However, the surgeon stated that it is unknown if these events occurred across six (6) different patients or a combination of patients with single or multiple events. The complications consisted of approximately three (3) blood transfusions, two (2) pulmonary embolisms, and one (1) deep vein thrombosis. It is noted that the patients were medically managed, no additional surgical interventions were required, and all patients were discharged from the hospital. This report will document the first occurrence of the reported pulmonary embolism (1/2). A t this time, no additional information has been provided and no malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: embolism. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists embolism as a potential risk of aquablation therapy. No further details have been provided by the treating surgeon despite multiple follow-up attempts. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.